Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged the entire length and separated from balloon; the stent struts appear expanded. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum stent profile for the complaint device at the time of manufacture was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and balloon wings were noted to be relaxed from their original folded position. During analysis it was also noted that the balloon appeared as if it met some resistance during the procedure as the balloon wall appeared distorted. As part of the analysis, the device was soaked in water-bath at 37 degrees celsius for 24 hours to prepare the device for balloon functional testing. Inflation of the device was attempted and the device inflated to rated burst pressure (rbp) without issue and deflated in 8 seconds, which is within measurement as per edfu. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple severe kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found damage to the guidewire exchange port and the shaft was twisted on the proximal side of the guidewire exchange port. A shaft polymer extrusion kink at 171 mm proximal of the distal edge of the device tip was also noted during analysis. This type of damage is consistent with excessive pressure being applied on the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 12oct2017. It was reported that the stent was unable to deploy. The target lesion was located in a coronary artery. A 2.50x12mm synergy stent was advanced to treat the lesion. However, upon inflating the balloon, the stent did not come off of the balloon. The procedure was completed with a promus premier stent. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage and stent detachment